Event description:
The event is reported as: "complaint alleges that the devices were cracking after 1 to 2 days of usage." No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.